Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient cgm reading was low, and the patient went to the emergency room. It was unknown if the patient was experiencing symptoms at that moment. When a fingerstick was taken at the hospital, the cgm reading was 40 mg/dl, and the blood glucose reading was 305 mg/dl. No information was reported regarding what happened at the hospital, no specific treatment was reported, and it was unknown how long the patient stayed there. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.